Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 ) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was that the j702 connector was broken off on the distribution node pca. The root cause for the damaged j702 was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).